Event description:
It was reported that the home patient (hp) experienced an iipv (increased intraperitoneal volume) event while performing peritoneal dialysis (pd) on the homechoice cycler. A high drain 104 alarm occurred on the hc at power up. The hp had not performed any off cycler manual exchange or fill, and did not have any symptoms. The patient's largest prescribed fill volume (lpfv) is 2000 ml (milliliters), and the last drain volume was 4270 ml. At the time of this report, the hp had already notified the pd nurse (pdrn) and was advised to proceed with scheduled therapy. There was patient involvement; however, there was no patient injury, medical intervention, or adverse reaction associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was received and evaluated by the baxter product analysis laboratory (pal). A review of the device logs verified the reported issue of iipv-adult (high drain volume 104). The device was determined to meet functional and electrical performance specification requirements per rite testing (returned instrument test evaluation). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). During evaluation of the retuned device a short simulated therapy was performed successfully. The reported issue could not be duplicated. The root cause of the reported issue was determined to be one or more cycles advances to the next fill cycle when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.